Event description:
It was reported that pump displayed malfunction alarm with code 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, and successfully cleared alarm without recurrence, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.